Event description:
In (B)(6) 2015, I received three boxes of cleo 90 infusion sets. (B)(4), lot 75x148, exp date 10/2020. These sets have an adhesive patch; the instructions when you insert the set are to insert and hold the set for 5 seconds, then pull straight out. This normally withdraws the needle but leaves the infusion cannula/set and adhesive in place. When I used these new boxes, the adhesive did not remove from the inserting device, so the entire thing pulled out. I repeated this multiple times (new set each time, as it was single use) using sets from all three boxes, and got the same result. Sets from an older box (different lot) behaved as expected. The only way I could use the newer boxes was to begin to peel the adhesive off with a knife to work the adhesive off the device the rest of the way after the set was inserted. I tried to contact the manufacturer (smiths medical) using the website on the product label, but it did not exist. I tried to call the number on the label, and it only connected to a single line focused on pump support and had nothing to do with the sets. I finally got a contact number from my distributor and called to report the problem to smiths. After several attempts (including being asked to leave a message with the complaints department, which had a full mailbox), I finally got a representative and reported the problem. They asked me to return the failed (used) sets (they did not want any unused ones) and gave me a (B)(4) account. I returned the sets. A month later, I was contacted again by a different person saying that they never got the sets. I offered to send any of the unused ones back for evaluation but never heard back. I was very disappointed both in the product (in addition to this issue, step four in the instructions is to inspect the device, and I have had several sets previously that have missing items shown, which I find unacceptable for a medical device) and the response by the manufacturer, I don't understand how it is possible to have a medical device label with incorrect contact info, and the lack of effort to find the original sets or obtain any unused ones for in-house evaluation also seems irresponsible to me.